Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 75-year-old female on impella cp for mechanical circulatory support. It was reported that while on support, the pump was suspected to be under pap. The pump was repositioned at bedside with echo (echocardiogram). Suction was resolved after repositioning. The patient was successfully weaned and the patient survived the procedure.